Event description:
It was reported that the lead was explanted and replaced due increased high voltage lead impedance. The patient tolerated the procedure well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the distal tip measuring 53.3cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 5.8-10.2cm from the distal end of the rv shock coil. Internal insulation abrasion was noted at 11.2-11.7cm from the distal end of the rv shock coil. Internal insulation abrasion under the svc shock coil was noted at 25.0-26.0cm from the distal end of the rv shock coil. The etfe coating was intact at these locations. Internal insulation abrasion under the svc shock coil was noted at 21.9-22.0cm and 22.7-23.2cm from the distal end of the rv shock coil. The etfe coating was abraded at these locations.